Manufacturer narrative:
The system endoscope projects light from the illuminator onto the surgical site and the video image of the surgical site captured by the endoscope is sent back through the left and right channels to the camera head. The endoscope was returned to the original equipment manufacturer (OEM) for evaluation. Per the OEM, the endoscope was received with mechanical damage to the distal window assembly hermetic seal which resulted in fluid invasion and subsequent minor damage to the optical components. The distal window was missing. The da vinci s surgical system user's manual specifically states: pre-operative inspection - use care when handling the endoscope to prevent damage to the internal lens. Working with the endoscope at the patient side - the operator must ensure that the endoscope is handled with great care, as the instrument is very delicate and can be easily broken if dropped or struck. Instrument and accessories cleaning and sterilization - exercise care when cleaning and handling the distal end of the endoscope. Do not exert excessive force on the distal windows and never clean with sharp objects or instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; a missing lens, if to recur could cause or contribute to an adverse event.

Event description:
It was reported that the endoscope was broken. Intuitive surgical, inc. (Isi) contacted the site to obtain additional information concerning the reported event. The protection window (lens) at the distal extremity was missing. The endoscope was inspected prior to use however nothing unusual was observed. Once the endoscope was inserted into the patient and the procedure was started, the image was observed to be blurry. The endoscope was removed and cleaned and this was when it was identified that the window (lens) was missing. Customer is unsure whether the lens was lost inside the patient or prior to surgery. The surgeon searched inside the patient and in the operating room and was unable to locate the missing lens. No x-ray or other tests were performed to locate the missing lens. There was no particular post-op follow-up needed for the patient. The planned surgical procedure was completed using a back-up endoscope. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.